Event description:
A report was received via a social media post that the patient was experiencing unwanted stimulation in the arm and breast. It was noted that the physician could not get the stimulators high up her spine. The patient underwent an explant procedure.